Manufacturer narrative:
(B)(4); technical services reviewed the device data and confirmed the actual battery voltage was depleting normally, and the current longevity remaining estimate of (B)(4) was accurate. The programmer uses two different methods for calculating the remaining longevity. During the early portion of device life, an estimation is made by the programmer. This estimate is generally conservative. When the device reaches a certain threshold later in life, the actual battery voltage is used in the calculation. This has resulted in observations where the remaining percentage increases with the more accurate estimate. Boston scientific has also received reports where the programmer goes back to making an estimate and the remaining longevity decreases significantly, until the next follow up where the actual battery voltage is used and the estimate is more accurate again. Data for this device confirmed the (B)(6) 2016 estimate of (B)(4) was made with the programmer estimate, the (B)(6) 2016 estimate of (B)(4) was made with the actual battery voltage, the (B)(6) 2016 estimate of (B)(4) was made with the programmer estimate unexpectedly, and then the (B)(6) 2016 estimate of (B)(4) was made with the actual battery voltage. The device will have approximately 6 months to 1 year until eri is declared, so normal three month follow ups were recommended.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was prepped for a device replacement procedure and was under anesthesia when the boston scientific field representative interrogated the device. The battery remaining was (B)(4), not (B)(4) as the physician had believed. The procedure was cancelled, the patient was sent home, and the device data was submitted to technical services for review of the remaining longevity estimates. No additional adverse patient effects were reported due to the extra and unnecessary exposure to anesthesia for the procedure.